Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem or verify any errors in the system log files. The surgeon side console energy foot pedal was proactively replaced. The system was tested and verified as ready for use. The energy foot pedal has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: the customer converted after the start of the procedure due to the surgeon being unable to activate monopolar and bipolar energy. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that mid-way through a right hemicolectomy da vinci-assisted surgical procedure, the surgeon was unable to activate the monopolar curved scissors (mcs) instrument installed on universal surgical manipulator 4 (usm4) and a fenestrated bipolar forceps instrument on usm1. A field service engineer (fse) and product specialist were on site and provided troubleshooting to resolve the issue. The following steps were performed one at a time and in the following order; however, the issue persisted. The customer was advised to reseat the instrument energy cord connections at both the erbe electro surgical unit (esu) and instrument. The erbe was restarted and a new pair of instrument energy cords were installed. A backup force triad esu was used and the system was restarted without removing instruments; however, the surgeon realized he was also unable to swap between the mcs (usm4) and a prograsp forceps instrument on usm 3. The prograsp forceps was holding a tissue and was released with the instrument release kit (irk). A hard power cycle was then performed with all instruments removed and a backup mcs and prograsp was installed; however, the issue persisted. After a 15 to 29 minute procedure delay, the surgeon made the decision to convert to laparoscopy and the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the foot pedal involved with this complaint and the reported failure was replicated/confirmed. Visual inspection found the left and right blue pedals are not at the same level, with the right pedal being lower. The left pedal is making noise when pressed. The foot pedal was installed into a test system and system started up normal without any error. Tested with instrument swap and the blue pedal was not responding immediately and intermittently not responding for both bipolar and coagulation.

Event description:
Refer to h10/h11 for follow-up information.